Event description:
The pt had received inappropriate shocks from the ICD. The physician observed noise on the electrograms and high impedance of the another co's pacing lead. During testing, the pt could not be defibrillated, so the physician capped the other co's lead and explanted the ICD on 10/29/96.